Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation could not be conclusively determined. (B)(4).

Event description:
Two days after implant, the threshold of the ventricular lead was noted to be high and the sensing was noted to be low. During repositioning of the lead, fibrin was noted, suggesting a perforation had occurred. No pericardial effusion was noted. The repositioning of the lead was completed and the patient was stable.